Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 60 units and remained static. The customer's blood glucose was 300 mg/dl at the time of event. Reportedly, the customer reverted to manual injections for alternate insulin therapy.